Event description:
Account obtained three high sodium results for pt samples. The initial results were 143/137/138 mmol/l and when repeated were 126/125/128 mmol/l. The account did not know if any of the pts were adversely affected. The account resolved the issue by performing electrode maintenance.